Event description:
It was reported that the patient slowly became incontinent with their artificial urinary sphincter due to urethral atrophy. The system was replaced with a new 4.0 cm cuff, pump, and balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.